Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker under-sensed the patient's intrinsic rhythm and provides unnecessary ventricular pacing. Technical services (ts) was consulted for further review. No adverse patient effects were reported. This product remains in service.